Manufacturer narrative:
After its receipt, the pacemaker underwent a visual analysis. In particular, the connection system of the pacemaker was examined. The screws and the spring elements of the lead connection were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined by the is-1 standard. Next, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed a proper device behavior. The battery status "ok" indicates a sufficiently charged battery. The pacemaker's capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed behavior according to specification in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device was capably to provide therapy without restrictions. Summary the device is ok and within specifications both in regard to the connection system and the electronics. The analysis did not show any deviations from the specification that could be related to the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - the implanted device showed a lead defect during a routine follow-up: "detectable lead defect in the atrium at unip pacing." Repeated measurements during the follow-up (patient lying down) could not confirm the defect since the measured values unipolar and bipolar were within acceptable ranges. Provocations were performed, and artifacts were visible in the a iegm.